Event description:
X-rays taken 8 years 7 months after the primary revealed that the extension stem screw connecting the femur and the offset was unscrewed and had migrated.the screw was removed through a small incision.the torque limiter was used during primary surgery.

Manufacturer narrative:
Batch review performed on 30 mar 2026. Lot 167143: (B)(4) items manufactured and released on 01-feb-2017. Expiration date: 2022-jan-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Approximately 9 years after a semi-constrained cemented tka, the femoral offset fixation screw was incidentally found loose within the joint during routine radiographic follow-up. The patient was asymptomatic at the time of detection. According to the surgical report, a torque-limiting screwdriver was used during the index procedure. Therefore, no clear and definitive root cause for the screw loosening can be established based on the available information. Insufficient tightening torque is the only mechanism that has been consistently associated with spontaneous screw back-out under controlled conditions. However, when a torque-limiting device is correctly used, this occurrence is considered highly unlikely, although it cannot be completely excluded. Other contributing factors, such as long-term mechanical loading, micro-movements at the interface, or multifactorial biomechanical conditions over time, may also have played a role, although no specific evidence is available in this case. Based on the available information, no evidence of a manufacturing defect or intrinsic device malfunction can be identified. The loose screw was removed through a minimally invasive procedure. It should be noted that the device is designed to function safely when all components are correctly assembled, including proper fixation of the offset with the screw.